Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had a vibrate anomaly. Customer's blood glucose at time of incident was unknown. Customer stated that when she delivers a bolus that the pump is not vibrating. Customer was assisted in performing a self-test and pump did not vibrate during the vibrate test. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.

Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, displacement and rewind tests. The vibration functioned properly. No vibration anomaly was noted. The pump had cracked battery tube threads and a cracked reservoir tube lip.